Event description:
Customer reported that the insulin pump alarmed motor error and then button error. Device was not exposed to a magnetic field. Customer does not use the sensor. Customer stated that she got out of the hospital a week ago where she had a c section. Blood glucose value is 200 mg/d. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.